Manufacturer narrative:
The device was returned to olympus for inspection. As noted in b5, there was foreign material present inside the nozzle. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material inside the air/water nozzle, clogging it. There was no patient involvement.